Manufacturer narrative:
The investigation has been completed. The console (ic5545) was sent back for further investigation. The defective console ic5545 was inspected in fs, finding the purge disk holder broken. With the loose blue retainer and missing/ broken purge disk, the purge disk was unable to be tied to the purge pressure sensor. Hence, the purge fluid pressure cannot be detected. Also, dextrose residue was observed around the purge disk holder area. The root cause of the console in ability to prime was damage on purge disk holder of the purge pressure assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution. No patient harm reported.